Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to connector voltage leak. The device passed the selftest and no external ram error alarm during testing. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that he changed the battery and the insulin pump keeps alarming unexpected restart. The alarm history showed multiple unexpected restart and external ram error alarms. The customer stated that a temporary basal was not programmed before the unexpected restart alarm and the insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.